Event description:
The patient reported that subsequent to the implant of a protegen sling, patient experienced abdominal pain, vaginal discharge and discomfort, infection, periurethral abscess and other complications. The patient reported the device was removed and during the removal surgery the patient sustained a tear to the bladder neck. The device was not returned for evaluation. Therefore, no failure analysis is available. The co's directions for use outline as potential complications: "infection...".